Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and the reported complaint was not confirmed. The teflon pad remained intact and was not observed to be dislodged from the clamp arm. However, the instrument was found to have a blade broken. The blade broke at roughly 0.255¿ from the base. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) harmonic ace instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that a part was detached from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, when the harmonic ace tip was opened, the white part under the blade came off. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the batch sequence number of the instrument is unknown and it was confirmed it that there was no fragment that fell into patient. No image was available for review.